Event description:
Customer reported that his blood glucose is 41 mg/dl and has treated. Customer reported that he is having problems with his sensors. Customer stated that the last few sensors have not lasted and the one he is currently wearing has been reading incorrectly. Customer removed his sensor and the sensor was damaged. Nothing further reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.